Event description:
It was reported that the user experienced hyperglycemia and performed a site change with a different agent, after which blood glucose began to decline but not substantially; during troubleshooting, options were discussed to either wait to confirm a downward trend or perform a full supply change, and the user elected to wait. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, no reported injury, and no alerts or alarms. Investigation included user-guided troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.